Manufacturer narrative:
The complaint is not confirmed. No product evaluation can be performed because the device was not returned and no photos were provided by the customer. A DHR review could not be performed because the lot number is unknown. Risk assessment: per fmea risk-0006 rev. 02, the complaint may be associated with the following potential. Failure mode: potential failure mode: failure to secure spacer appropriately. Potential effect: spacer is retained in the vagina. Harm: foreign body in patient. Severity: 4. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor." Root cause analysis: no root cause can be determined because the complaint is not confirmed.

Event description:
In the customer words: " spacer came off during the surgery, but doctors were not aware. Spacer was found after finishing the surgery and picked out three days later." No injuries reported.